Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
Additional information provided by the customer: " please note the scope has now been cleared from initial growth and has recently been sent for repair of snapped cable. Soluscope machines have been tested monthly; all results have come back clear.' This indicates that no initial growth was observed post-cleaning, so no additional information regarding the questionnaire has been furnished beyond this statement."

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field(s): h2, h4, h6 and h11. Correction field: h5. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.